Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: e1 (initial reporter), e2, e3, e4, g2. The getinge field service engineer (fse) that encountered the issue replaced the scroll compressor to resolve the issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The failure analysis and testing dept. Received part number 0119-00-0236 scroll compressor serial number (B)(6) with a reported unit failure of scroll compressor out of specification. Compressor could not be adjusted above 389mmhg. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0119-00-0236 scroll compressor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat performed the regulator calibration and observed that the pressure regulator could not be adjusted above 389mmhg. The specification states that it should go above 420mmhg. The fat dept. Verified the complaint that the compressor could not be adjusted above 389mmhg. The compressor failed testing. Retaining the compressor in the fat per procedure number 0002-07-d008 rev. At.

Manufacturer narrative:
A supplemental report will be submitted on completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra aortic balloon pump (iabp) had compressor failure. There was no patient involvement.